Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant patient results and quality controls (qc). The customer completed an advanced clean and replaced the sensor, however, qc still failed. A siemens customer service engineer (cse) was dispatched to the customer site and service was performed in multiple visits . After evaluation of the instrument, the cse preformed an integrated multi-sensor technology (imt) flush and verified the imt operation. The cse replaced the sample and reagent 1 mixers. The sample probe 1 (s1) mixer failed. The cse replaced s1 & reagent probe (r1) mixers, aligned bottom of cuvette on r1 & s1, aligned r1, reagent probe 2 (r2) & s1, and ran system check, which resulted within specification. The cause of the discordant, falsely low sodium, potassium, and calcium results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high sodium (na), potassium (k), and calcium (ca) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The same sample was repeated on an another dimension vista instrument, resulting lower as expected. The sample was then repeated on the original instrument, resulting discordant. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and calcium results.